Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. The lot number was provided; however, we are unable to provide the complete unique identifier (UDI) #. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel near the anastomosis site of the left internal shunt in the forearm. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
B5 - describe event or problem updated. D4: lot number, d4. Expiration date, d4. Unique identifier (UDI) and h4: device manufacture date. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122. The lot number was provided; however, we are unable to provide the complete unique identifier (UDI) #. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel near the anastomosis site of the left internal shunt in the forearm. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the inflation time was 10 seconds before the balloon ruptured and the device was removed without any issues.